Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not release the clips; the clips were fully forming, but they were ¿pulling back¿ into the jaws and being pulled off of the clipped structure when the device was retracted. No tissue damage occurred as a result. It is unknown how many total clips were deployed, but only the first clip deployed correctly. The surgeon had preloaded the clips into the jaws prior to clipping the structure. A cholangiogram was not performed. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned in good visual condition. A bag with one malformed clip was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed five conforming clips. In addition the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident.